Event description:
Reportedly, the estimated residual longevity displayed was 6 months, minimum 4 months in (B)(6) 2019. During a follow-up performed on 13 (B)(6) 2019, the subject pacemaker was found to have reached its recommended replacement time (rrt). Preliminary analysis results revealed that premature battery depletion occurred based on available data.

Manufacturer narrative:
Preliminary analysis of the returned unit revealed that the electrical characteristics were within specifications. The root-cause of the premature battery depletion could not be determined.

Event description:
Reportedly, the estimated residual longevity displayed was 6 months, minimum 4 months in (B)(6) 2019. During a follow-up performed on (B)(6)2019 , the subject pacemaker was found to have reached its recommended replacement time (rrt). Preliminary analysis results revealed that premature battery depletion occurred based on available data.

Event description:
Reportedly, the estimated residual longevity displayed was 6 months, minimum 4 months in march 2019. During a follow-up performed on (B)(6) 2019, the subject pacemaker was found to have reached its recommended replacement time (rrt). Preliminary analysis results revealed that premature battery depletion occurred based on available data.